Event description:
The investigator indicated that the reported event was not related to the study device.

Event description:
During index procedure, the patient had one complete self expanding (se) peripheral stent implanted to the left proximal superficial femoral artery. Approximately 21 months post index procedure, patient death occurred. Cause of death is unknown. Complete se sfa is not approved for use in the us, but it is similar to complete se iliac/biliary which are approved for use.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Manufacturer narrative:
.

Event description:
Cause of death provided as: result of complications from an apartment fire.